Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the power switch on the light source was cracked. There was no reports patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number provided was invalid. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the light source crack was unknown. Olympus will continue to monitor field performance for this device.